Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The operating currents could not be verified due to the alarm. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads,a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked reservoir tube, cracked reservoir tube window, cracked belt clip slot and a stained liquid crystal display resilient cover.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device was squirting out insulin during manual priming. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer confirmed that the drive support cap was sticking out. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.